Event description:
It was reported that the treatment was of a heavy calcified and mildly tortuous, 90% stenosed proximal and mid left anterior descending artery. Reportedly, after dilatation with a non-abbott balloon dilatation catheter, the vessel was not fully dilated. A 2.5x15 mm and 3.0x15 mm nc trek balloon catheter was used to further dilate the vessel. However, during a second dilatation using 3.0x15 mm nc trek balloon catheter the balloon ruptured at 6 atmospheres (atm). The lesion was further dilated with a new balloon catheter and a 3.0x18 mm xience xpedition stent was implanted. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.